Event description:
It was reported that the console is in case saver mode, has a broken key switch and a damaged interlock. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Additional information was received stating that there was no patient or treatment involved when the event occurred. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria.

Event description:
It was reported that the console is in case saver mode, has a broken key switch and a damaged interlock. No patient involvement was reported.